Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The event site name (e1): (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, upon the device inspection dust cover and spring arm's covers were found to be missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, upon the device inspection dust cover and spring arm's covers were found to be missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to missing spring arm cover and dust cover, which contributed to the reportable situation. It is unknown if the device was or was not being used for the patient treatment upon the event occurrence. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of affected devices by the investigated issue to the install base, complaint ratio is low. A root cause evaluation was performed by subject matter experts at manufacturing site. As they stated, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time.

Event description:
Manufacturer's reference number (B)(4) .